Event description:
It was reported that a patient (pt) experienced peritonitis during peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported, however, the peritoneal effluent culture results indicate that a possible tauch contamination was the cause of peritonitis. It was not reported if the patient was hospitalized for the event. The patient treatment and outcome were not reported. The action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.